Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Investigation summary: the complaint reported that during implant placement bone fractured. Guided bone regeneration with biomaterial and resorbable membrane was performed. One osseotite tapered certain implant, (xifnt411) was returned for investigation. Visual/physical evaluation of the as returned product identified signs of use but no apparent signs of malfunction. Functional testing could not be performed due to that nature of the devices and event. DHR review was completed for the subject lot number 2018061692. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2018061692 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: medical: bone fracture.¿ the customer did not submit images for the reported event. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi), rev j - 7/31/2022. Information identified: contraindications. Per the applicable IFU, ¿biomet 3i dental implants should not be placed in patients where the remaining jawbone is too diminished to provide adequate implant stability¿. Based on the investigation and risk management file review, the most likely root causes determined from the investigation were improper techniques used and patient factors. Therefore, based on the available information, device malfunction has not occurred. Additionally, the reported event could not be verified as the exact details of event were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that during implant placement bone fractured. Guided bone regeneration with biomaterial and resorbable membrane was performed.